Manufacturer narrative:
Unit received with minor scratched lcd window, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and reservoir o-ring is coming apart. The customer¿s blood glucose level was 202 mg/dl. Customer stated plastic comes off. The customer was assisted with troubleshooting. Customer states the pump was cracked or chipped and almost falling off every time when reservoir is removed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.